Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer reported that they experienced an error related to the driver. The device had exposed wires that connected to the console. The procedure had to be aborted and could not be completed and the patient had to be rescheduled for a new procedure. A field engineer examined the equipment and found that the connector to the pcb was ripped off. The driver was replaced and the system met the manufacturer´s specifications.